Event description:
Pt had taxus stent insertion to lad in 2004. They presented with right diaphragmatic palsy a mo later. This necessitated pulmonology workup. No apparent cause for the palsy was found. Pt also developed anemia, fluid retention and lv dysfunction.